Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. Due to the damage of the image pickup part, the screen became black, and no image appeared. The bending section cover had scratches due to external factors. The bending section cover adhesive was missing. The video connector was broken due to an external factor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the screen went dark while using the endoeye flex deflectable videoscope. The procedure was not impacted. No patient injury reported. During the evaluation of the device, it was noted there was image loss due to breakage of the image sensor. This report is to capture the reportable malfunction of image loss due to breakage of the image sensor noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.